Event description:
Rptr indicated that vns pt experienced an increase in seizure activity after implant. Further follow-up with neurologist revealed that the pt was "doing fine." Investigation to date has been unable to detemine whether the pt experienced an increase in seizure activity above pre-vns baseline frequency.